Manufacturer narrative:
The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 5 months post-implant, it was reported that the pt was admitted into a local hospital with hematuria. The hospital team treated the pt with antibiotics as it was believed that the pt had a kidney infection. A few days later the pt had a pump power increase and the pt's pulsatility index (pi) was <2. The pt was then transferred to (B)(6) for evaluation and a possible placement on the transplant list. An echocardiogram indicated a dilated left ventricle and the aortic valve opened it with every beat. The pt's lactate dehydrogenase (ldh) level was >4000u/I. On (B)(6) 2014 the hospital team performed lysis therapy and the pt's ldh and pump parameters returned to normal values.